Event description:
A nurse reported ophthalmic console shutdown during a surgery. There was no error message displayed. The console was restarted and the surgery was completed. No patient harm reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event with system message (sm) [abnormal termination of host application detected at startup] in the event log. The company service representative was unable to replicate the reported event. As a preventative measure, the power entry switch and the host module were replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The system was found to exhibit no functional problems; therefore, the root cause of the reported event is inconclusive. The company representative will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. Refer to the attached file. The manufacturer internal reference number is: (B)(4).